Manufacturer narrative:
The device was returned for analysis. The reported material rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or other devices resulted in compromising the balloon material (scratches and shredding materials noted near the balloon rupture area) thus as the device was inflated ultimately resulted in the reported material rupture. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery. A 3.5x33mm xience sierra was advanced to the lesion, inflated once and deployed at 10 atmospheres. Once the delivery system was removed out of the anatomy, the indeflator was noted with blood. The sierra stent-balloon was dripping. Via troubleshooting, the stent-balloon was injected with saline and saline and blood were noted dripping again. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.